Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had discomfort when focusing up close in comparison to the other eye. The iol was exchanged for the same lens model, but half a diopter more power one month following the initial implantation. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case in a bag. Solution is dried on the lens. One haptic is broken at the gusset area. The broken haptic was returned adhered in solution to the anterior surface of the optic. The optic was broken/torn into portions. One optic portion was returned adhered in dried solution to the other optic portion. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint. Broken haptic and broken optic damage was observed. The damage is similar to damage from insertion and removal. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. Information was provided in the file that the 21.5 diopter lens was removed and replaced with a 22.0 diopter. This information may suggest that the replacement choice of a lens model with an increase in one half of a diopter may have been an improved choice for the patient's vision needs. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).